Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, the left ventricular lead exhibited loss of capture and dislodged. The lead was explanted and replaced.